Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that that they experienced low blood glucose level as well as the insulin pump had received stuck button alarm. Customer¿s blood glucose was 19 mg/dl. Customer states they did not press a buttons down for 3 minutes or longer. Troubleshooting was performed form insulin pump error. Customer was advised the insulin pump will need to be replaced and revert to back up plan. The device will not be returned for analysis.